Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) rebooted the station and confirmed with the customers that the issues were resolved by successfully logging in. System functionality was verified after the restart. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was blocked for 4 days and had failed storage space. User tried to recover for about 5 times, but the drawer no longer opened at all. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.